Manufacturer narrative:
Manufacturer review: determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen was cracked, preventing interaction with buttons located at the top of the display, while the user could still unlock the device and announce meals. Symptoms included no adverse clinical effects. Outcomes included shipment of a replacement pump and instructions to return the original device, shutdown guidance to prevent further alerts, and counseling that data would not transfer to the replacement. Investigation included customer interview and troubleshooting with verification of shipping details and return logistics. Investigation of this device revealed physical damage to the display assembly consistent with screen breakage, resulting in impaired user interface function. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device¿s screen leading to limited operability.